Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor fill

Event description:
Consumer reported complaint for low blood glucose test results. The customer's wife is calling on behalf of the customer. The customer's expected fasting blood glucose test result range is 80 to 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 37mg/dl using true result meter and 49 mg/dl using the same meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 10/13/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). The customer has not made any recent changes in his diet, medication, or exercise regimen. The customer is testing twice to three times a day (fasting) and is taking medication for his diabetes (insulin).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Returned test strips produced lo readings on all levels and low readings on level 270. Black chemistry observed. The root cause is black chemistry due to improper storage.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's wife is calling on behalf of the customer. The customer's expected fasting blood glucose test result range is 80 to 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 37mg/dl using true result meter and 49 mg/dl using the same meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 10/13/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). The customer has not made any recent changes in his diet, medication, or exercise regimen. The customer is testing twice to three times a day (fasting) and is taking medication for his diabetes (insulin).